Manufacturer narrative:
The investigation summary received in 2009: the product lot # was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovitis [synovitis]. Pseudo-septic arthritis [arthritis]. Case description: spontaneous report received in 2009, from a physician, via a company rep, regarding a pt (gender unk). On an unk date the pt initiated synvisc therapy at a dose of 3x2 ml (frequency unspecified) administered via intra-articular route. The pt's relevant medical history includes ligamentoplasty, chondropathy, post-traumatic gonarthritis and pneumonia. The pt was treated with antibiotics for the pneumonia. On unk dates the pt received three synvisc injections given in an unk interval. On an unspecified date late in 2009, following the second synvisc injection, the pt experienced mild knee effusion. On an unk date, following the third synvisc injection, the pt experienced important knee edema, knee effusion and knee pain. A knee puncture was performed. The knee aspiration revealed "purulent looking" synovial fluid. The pt was hospitalized. The physician reported that the clinical examination was clearly in favour of synovitis. The hospitalization report was not yet received by the attending physician. The bacterial culture was negative. A second knee aspiration was performed a few days later and the bacterial culture was also negative. Info about therapy of pseudo septic arthritis was not yet provided. On an unk date, the pt was discharged from the hosp. One month prior, the pt was seen again by the attending physician. As of the date of this report the pt had recovered. Concomitant medications reported included oflocet (ofloxacin). All reported events from the third injection were serious (events required hospitalization) and unk in intensity according to the physician. The physician did not assess the relationship between the reported adverse events and synvisc therapy.